Manufacturer narrative:
1. DHR/bhr review (lot#: 3052817): 1) this batch of products were assembled at intima ii auto line 2 in march 2023, and packaged at r240 package line in march 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) review incoming inspection records of catheter, no abnormalities. (Material number: b5171aaal, batch number: 2173068, 2273633, 2304673). 2. No actual samples and pictures have been received from customer, and the specific site of the catheter break and the state of the catheter break surface cannot be identified. 3. Take the retained sample of the complaint batch to conduct the catheter pull force test (the sample need to be soaked in warm water at 37 ° c for 72 hours before testing to simulate the human environment), and the test result is within the product specifications. 4. The break of the catheter occurred on the third day after indwelling, indicating that the catheter was not abnormal during the integrity inspection, exhaust process, puncture process, infusion process, and tube sealing process. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the complained sample has not been received and the usage is unknown, the root cause of the catheter break cannot be confirmed, and the plant will continue to follow up on the complaint.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter broke / separated after placement the following information was provided by the initial reporter; on november 12, the indwelling needle was placed in the back of the child's left hand for intravenous infusion. 15, after lunch, the child played alone, and at about 12:30, the family found that the indwelling needle was dislodged from the back of the child's left hand, and found that the hose of the needle was broken, and informed the on-duty nurse, immediately reported to the department director, the nurse manager, and immediately took the child to perform a left-side ultrasound of the blood vessels and heart, and the left side of the limbs and chest radiographs in accordance with the doctor's instructions. The results of the examination showed that the left side of the blood vessels and cardiac ultrasound did not show, the left side of the limbs and chest plain film did not show. It was ruled out that the broken end of the hose was dislodged into the body, and the possibility that the hose was broken outside the body was considered to be high.